Event description:
The surgical tech reports that during intraocular lens (iol) implant surgery, he noticed a broken haptic during insertion of the iol. The incision was enlarged to facilitate removal and replacement of the iol. Additional info has been requested. The pt's outcome was good